Event description:
At about 10 years after the primary, revision of the hip stem performed following the aseptical loosening of the stem.

Manufacturer narrative:
Batch review performed on 13 october 2022: lot 102751: 56 items manufactured and released on 22-sept-2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision performed 10 years after tha in a female patient. No information concerning patient general health status and the presence of comorbidities is available. From the radiographic images provided, it is visible a macroscopic osteolitic reaction which may have been induced by polyethylene debris. A standard polyethylene insert had been chosen, possibly because of old age of the patient (age not specified). After 10 years of use, some patients may show a similar reaction to pe debris: it is not common but it has been shown in literature. This is also confirmed by a slightly eccentric position of the metallic femoral head.